Manufacturer narrative:
Device has not been returned for evaluation.

Event description:
During rf procedure, the dr. Received a warning o8; used for three levels of the case and everything was fine. When it came time for the burning, the probe failed. This was the last 10cm probe. Procedure was cancelled and rescheduled and they used another probe to complete the procedure.